Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was warm to the touch while charging. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided. Reportedly, the customer declined troubleshooting with tandem technical support.